Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter displayed inaccurately high results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter began displaying inaccurate readings starting at 10:20 pm on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of 192 mg/dl. He reported that on unspecified dates and times, he obtained an alleged inaccurately high blood glucose result on the subject meter of 181 mg/dl compared to 83 mg/dl on his neighbor¿s unknown meter and on another onetouch verio meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that an unknown time later, he developed symptoms of ¿confusion, little sweating, weakness and tiredness¿. He denied receiving any treatment for his symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient also confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Confusion, little sweating, weakness and tiredness, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.